Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room, the catheter was placed in the patient without any problems or malfunction, however, the user couldn't measure the pressure. As a result, the catheter was replaced used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of after the catheter was placed the clinician could not obtain a pressure reading could not be confirmed. The customer returned one catheter from a catheter over needle assembly and one guide wire/tube assembly. No needle was returned. Visual examination revealed that the catheter body was bent slightly at the end of the plastic stabilizing tube and was damaged near the tip. The guide wire tube assembly appears typical and the guide wire can be moved in and out without resistance. Microscopic examination of the catheter confirmed tool marks proximal to the catheter tip and a slight bend in the body. The tool marks begin at 5 mm from the catheter tip and extends up to 9 mm, indicating that the tool marks are 4mm in length. Microscopic examination of the tool marked area also found the catheter to be pinched in or kinked from the tool. Functional testing was performed by connecting the guide wire/tube assembly to the catheter hub and then inserting the guide wire through the catheter body. The guide wire passed through the catheter body easily; no blocks were found. The catheter was then leak tested per the requirements for arterial catheters and over the needle catheter assemblies. The catheter hub was connected to the lab leak tester and the tip. Other remarks: was occluded. The pressure was increased to 45 psi for 30 seconds and no leaks were found. The instructions for use (IFU), provided with the set contains warnings not to inadvertently kink the catheter when securing the catheter to the patient and not to suture directly to the outside diameter of the catheter body to minimize the risk of adversely affecting monitoring capabilities. It also indicates that pulsatile arterial blood flow indicates positive arterial placement. A device history record review did not reveal any manufacturing related issues. Therefore, based on the time of discovery and condition of the returned catheter, operational context caused or contributed to this issue. No further action will be taken.